Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported that when a vaccine was to be given to a child, the vaccine leaked out between the needle and the syringe. According to the staff, the needle and syringe were attached correctly. Can't see any cracks in the needle.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct date of event provided in the initial MDR 3014312726-2025-00025. The previously reported date of event 31-jan-2025 was incorrect. The correct event date is: 01-sep-2024.